Event description:
It was reported that patient's implantable cardiac monitor (icm) exhibited under sensing and recorded false positive events. No intervention was performed. Patient condition was stable.